Event description:
It was reported that during a retroarc sling implant, the physician experienced a sticky sheath that would not release. The physician had to remove the device and replace it with a new one. No patient complications were reported.